Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a calcified left common femoral vein using a prostyle device after an interventional ablation procedure with an 8fr sheath. Reportedly, the plunger was not fully depressed and a cuff miss [suture retrieval issue] occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The plunger was not fully depressed flush with the handle body. The electronic perclose prostyle instructions for use (IFU) states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The plunger was not fully depressed flush with the handle body. In this case, the IFU violation contributed to the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 failure to follow steps / instructions.